Event description:
Physician attempted to use device - the 1st attempt there was suction, but unsuccessful at grasping/delivery of child. Second attempt the suction started but failed, the device was discarded. Third attempt the suction succeeded, but unsuccessful at grasping/delivery of child. Suction caused by repeated attempts resulted in a hematoma on child. Due to the unsuccessful vaginal delivery, c-section needed and done. Mother and child are both fine today. Hospital stay was normal for what occurred. Both were discharged from hospital and are fine today.

Manufacturer narrative:
Returned unit was investigated and verified to not hold vacuum. Dis-assembled unit and found dried body fluids in unit and on seals. This condition did not allow pump to achieve stable vacuum because dirty seals could not seat properly. Customer did not follow proper cleaning protocol as stated in the dfu. (B)(4).